Event description:
Customer's father reported customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Customer's father stated no delivery alarm after set change while bolusing. Troubleshooting was performed and pump programming and function appeared to be normal.